Manufacturer narrative:
The device was returned and analyzed. Preliminary analysis revealed no output conditions. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The battery wirebonds lifted during analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.